Manufacturer narrative:
(B)(4). The evaluation and repair of the device has not been completed.

Event description:
Covidien received info sating that an 840 ventilator had vertical lines on top display. The ventilator was not in use on a pt at the time the malfunction occurred.